Event description:
The technician alleged that the stretcher still rolls after the brake steer pedal has been set. No pt impact.

Manufacturer narrative:
The technician adjusted the brake casters to resolve the issue.